Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, hole is observed on the barrel by the luer connection. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the molding process. Modification to the seal cones in the molding process will be implemented.

Event description:
Additional information received service reports that when trying to withdraw a quantity of solution required to prepare an infusion, liquid is observed coming out of a hole in the syringe. ____ customer sent the information on (B)(6)2023: - is the sample related to the incident available for analysis? The sample is available for analysis. ____ customer sent to us the additional information below. - was the incident reported to invima? As I had mentioned in the previous email in response to (B)(6), the quality incident was reported to invima in the month of august and was registered under the code precol230921727. - is the physical sample was collected? I apologize in advance for the inconvenience. In fact, I went down to the quarantine area yesterday to check the availability of the device and I couldn't find it either, so I think that by mistake in the storage process it was discarded. I am very sorry for the inconvenience, but I hope that with the photographic evidence attached in the initial report the respective study of the quality event can be carried out.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided,( B)(6) 1979 was used based on age of patient. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe experienced failure of product causing leakage. The following information was provided by the initial reporter, translated from spanish to english: service reports that when trying to withdraw a quantity of solution required to prepare an infusion, liquid is observed coming out of a hole in the syringe.